Manufacturer narrative:
The device remains implanted in the patient.

Event description:
In a retrospective study conducted to study the safety and six-month follow-up outcomes using the new surpass evolve flow diverter in the treatment of intracranial aneurysms, twenty-nine consecutive patients with 30 intracranial aneurysms treated with surpass evolve flow diverter in two high-volume neurovascular centers between may 2019 and january 2020 were included. Among them, 11 patients had intimal hyperplasia. In two of these patients, it was described as mild in-stent stenosis in conjunction with distal end tapering of the stent. No further information was available. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses all the events of intimal hyperplasia covered within this literature source.

Event description:
In a retrospective study conducted to study the safety and six-month follow-up outcomes using the new surpass evolve flow diverter in the treatment of intracranial aneurysms, twenty-nine consecutive patients with 30 intracranial aneurysms treated with surpass evolve flow diverter in two high-volume neurovascular centers between (B)(6) 2019 and (B)(6) 2020 were included. Among them, 11 patients had intimal hyperplasia. In two of these patients, it was described as mild in-stent stenosis in conjunction with distal end tapering of the stent. No further information was available. It was not possible to match the event reported with previously reported complaints, if any. Therefore, this report addresses all the events of intimal hyperplasia covered within this literature source.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent deformed¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient parent vessel stenosis¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment.